Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: 04/10/2018: date of awareness: 04/03/2018, initially there were 8 drill-guides reported. The provided lot numbers for the four and the remaining four were added to complaint as unknown. Additionally, provided were lot numbers for two more drill guides out of the four that were unknown. The two more impacted products are added with lot numbers provided by via email received on 04/03/2018 and the number of unknown drill guides have been changed to 2 from 4.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record review was performed for the subject device: part: 312.648 , lot: 9526343 , manufacturing site: haegendorf , release to warehouse date: 13. Oct. 2015 . No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development investigation was performed for the subject device: it was reported that during a procedure for internal fixation of tibia on (B)(6) 2018, the threads of the 2.8mm threaded drill guide were not getting engaged in the threaded holes of the plate. The surgery was completed using available replacement guides. There was no surgical delay and the patient was stable after the surgery. This complaint was unable to be confirmed at customer quality (cq). This reported complaint condition of not threading into a plate was not able to be replicated at cq via functional test because the plate involved in the event was not returned. Visual inspection of the returned device under 5x magnification at cq revealed no post manufacturing damage to the distal thread and only minor surface wear on the non-threaded shaft region, but nothing that would inhibit functionality was observed. The returned threaded drill guide was manufactured in october 2015 and is over 2 years old. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The material and relevant material properties were determined to be conforming at the time of manufacture based on review of the DHR. Drawing 312_648 was reviewed during this investigation. The 2.8mm threaded drill guide for 3.5mm locking screws (product# 312.648) is a reusable instrument available in several systems intended to thread into a plate¿s locking or combi hole to ensure correct screw trajectory which will allow proper locking of the screw to the implanted plate. No product design issues or discrepancies were observed. The leading major thread diameter of the returned threaded drill guide measured ø4.17mm (ca592) at cq which is within specification of ø4.12mm +/-0.05mm per drawing 312_648. A definitive root cause for this complaint could not be determined. In this complaint file, it was reported that multiple threaded drill guides all had difficulty engaging the threaded hole(s) on one plate. Therefore, it is possible that the plate involved in the event had damaged hole threads or the returned threaded drill guide was not aligned perpendicular to the plate hole while attempting to thread into the plate. No product design issues or manufacturing discrepancies were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information was not provided for reporting. Device is an instrument and is not implanted / explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported that during a procedure for internal fixation of tibia on (B)(6) 2018, the threads of eight (8) 2.8 mm threaded drill guides were not getting engaged in the threaded holes of the plate. The surgery was completed using available replacement guides. There was no surgical delay and the patient was stable after the surgery. This report is for one (1) 2.8 mm threaded drill guide. This is report 6 of 7 for (B)(4).